Event description:
It was reported that prior to implant patient was leaking all the time presently the symptom had stopped but since implant when patient sat down and stood up urine would flow. The patient also had to get up during the night to go to the bathroom .the patient stated this was new since implant. It was noted that during the day as long as patient was standing it was fine, but as soon as she sat down on anything and then stood back up the urine will flow without her control. The patient also reported she has prolapse that the health care provider needs to fix still so patient was not sure if that had anything to do with her current symptoms. The outcome of the prolapse was unknown. The patient tried to increase stimulation to 2.0, but that was too painful and stimulation was presently at 1.7, but patient was not feeling stimulation. Additional information received on 2015-02-05 indicated that the patient received assistance from their manufacturer representative or healthcare provider and her concerns were resolved. The patient also mentioned that they did not have concerns with their device or therapy. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0pdqg, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received clarified that the urine did not flow freely as long as the patient was just standing, but as soon as she sat down and then stood up, the urine would flow without her control.

Event description:
Additional information received from the patient reported that the therapy continued to not work for her leaking symptoms since implant. She could feel stimulation and was working with her doctor on different programs to help the leaking. She also just had mesh implanted on (B)(6) 2015 because her urethra was "lying down on its side," which the doctor said could have been causing the leaking all day.